Event description:
It was reported by the patient¿s spouse that there was a right ventricular (rv) lead perforation and large pericardial effusion which required the removal of 15 ccs of blood. Approximately a week later, an echocardiogram showed that there was a little blood in the pericardium and a 2nd echocardiogram was scheduled. It was not clear if the physician was going to reposition the lead or to take a wait and see approach. Follow up attempts to the patient's clinic have not been successful. The lead remains in use. No further patient complications have been reported as a result of this event.